Manufacturer narrative:
Patient name, age, dob & weight not provided for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the problem occurred during the preparation and administration of the cement. It was very hard to mix and to inject the cement through the needle. The resistance was very strong and the surgeon choose not to inject more cement and try a new one, who worked perfectly. No consequences for the patient. They changed the kit and used a new one. This report is for 1 vertecem v+ cement kit. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date reported in initial medwatch was 8/28/2018. Correct date should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported procedure was completed successfully utilizing another cement and syringe kit. Surgery was delayed approximately 10-20 minutes. Concomitant device: vertecem v+ syringe kit (03.702.215s, lot unknown, quantity 3).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 07.702.016s, lot: 7k53222. Manufacturing location: 7k53222, release to warehouse date: apr 18, 2018, expiry date: oct 01, 2020. The review of the certificate of conformity shows this lot processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.